Event description:
It was reported that the patient presented in the hospital for lead revision. It was noted that the right and left ventricular leads exhibited high capture thresholds and the atrial lead had dislodged. Upon interrogation, it was also noted that the implantable cardiac defibrillator showed premature battery depletion. The device was replaced and the leads were repositioned successfully. The patient was stable throughout the procedure.